Event description:
It was reported from ous that during the stem trail of the equinoxe surgery, the tip of the impactor was broken into 2 pieces when the surgeon impacted it. "He struck a balance as usual, not strongly." The surgeon confirmed the broken pieces did not remain in the patient. The devices were discarded by the hospital. There was no delay to the surgery and no clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 06/26/2018 by cy. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the fracture surface appear consistent with fracture initiation, propagation, and ultimate fracture of the device likely due to a stress riser. The damage to the contact surface appears consistent with contacting another surgical device during impaction. All other aspects of the device appear unremarkable. Design-related issues: the design of the humeral liner impactor tip has been in the field since 2007. Exactech has received 11 similar complaint reports involving humeral liner impactor tips since 2014. This issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot of 60 pieces, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing-related. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this humeral liner impactor tip, 750-2005-021-rmr-instrument rev n, was reviewed. The risk is captured in line 15. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken device reported in experience c2018-125 was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. IFU 700-096-181: instrument inspection, visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no patient adverse event. The surgeon confirmed the broken pieces did not remain in the patient. An investigation was conducted; the broken device reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device.